Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 475 mg/dl and infusion set was leaked. The customer stated that the infusion set was leaking and did not get any insulin form the bolus. Troubleshooting was performed. The customer was advised to clear the active insulin. The product was not returned for analysis.